Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the right softkey on the device will not function. This softkey is used to charge the defibrillator in the manual operating mode. The reported problem was found during training. There was no pt use associated with the reported failure.